Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd posiflush xs ce ema leaked. The following information was provided by the initial reporter: customer called into queue and said that her catheters are leaking at the cap. Noticed this issue prior to use. She stated when she lays them out, they leak out. 12sept2024: called customer and advised that we do not send replacements to resident consumers, asked who they purchase the product from advised they were getting it from a friend. Advised that they needed to consult with their pcp regarding where to purchase through a reputable merchant. Customer sounded like they were under the influence and could barely talk then disconnected.

Manufacturer narrative:
As a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure. Complaints received for this product and defect will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.